Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer repeated the sample and both the repeats were similar. The customer reviewed their quality controls, which were acceptable. The cause of the discordant, falsely low calcium result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low calcium (ca) result was obtained on one patient sample on a dimension vista 1500 instrument. The discordant result was not reported to the physician(s). The sample was repeated twice on the same instrument, resulting higher both times. It is unknown if the repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low calcium result.